Event description:
Boston scientific received information that this patient called boston scientific patient services (ps) regarding a remote monitoring system that was discussed with her family care physician. It was noted that the patient had not received a monitor, upon review it appears a request was never submitted for a system by the patient's physician. The patient reported having to call 911 during an emergency (apparently from a myocardial infarction (mi)) and was under the impression that the remote monitoring system would have called 911 for her. Ps noted this was not the case and the system only sends information to the physician for review. The patient reported that her ejection fraction had now decreased from 32 percent down to 20 percent after having an mi four months ago. Her device was reportedly checked at the time of her mi (specifics not discussed). The patient reported a history of being admitted to hospital 7 to 8 times since having the device (causes not specified). She reported being on life support for 8 days and nights at one point. She has been having severe chest pain, blood pressure issues along with loss of consciousness. She doesn't believe her device is working properly. The patient had recently changed care facilities and had another heart catheter done, she reported having blocked arteries and needed additional medication, however it was noted she had already been taking this medication. The patient did threaten litigation, but it was unclear whom she would be suing.

Manufacturer narrative:
Attempts to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.